Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with product received. Visual inspection found the barb of the liner to be roughed in 2 locations in close proximity. One of the locations is roughened to the extent that a poly strand protrudes from the barb. Small surface scratches were observed on the rim and in a single location on the outer radius of the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04332.

Event description:
It was reported that during a right total hip arthroplasty, the liner did not seat properly in the cup. A different liner was used to complete the procedure with no further complications. Attempts have been made and additional information on the reported event is unavailable at this time.